Event description:
It was reported that a physician in-training in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to remove the device from the patient's anatomy. Hemostasis was achieved with the starclose se clip. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.